Event description:
The following was involved in this event: bone qlty type iii, primary stability not achieved.

Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6)2018 in fdi 47 of the patient's mouth. Details of surgery are reported as follows: primary stability was not achieved. On (B)(6)2019, non-osseointegration of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility and bleeding. No further patient complications were reported.